Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation and dimensional testing were completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: liner fully expanded, but circumferentially delaminated (8cm in length from distal tip). C-marker band received detached from the sheath. Distal tip opened but stretched. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaints for sheath liner delamination and system components separate during use were confirmed based on the evaluation of the returned device. Available information suggests procedural factors (non-coaxial alignment from patient factors, device manipulation) likely contributed to the events as provided information indicated that the patient presented a severe degree of tortuosity. Non-coaxial alignment between the devices can also lead to delivery system catching onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. The operator may apply device manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, c-marker band separation can occur when excessive manipulation is applied to overcome withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our austrian affiliates, during implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach, while attempting the fine alignment, it was not possible to use the fine adjustment wheel due to the vascular anatomy of the descending aorta as the balloon was excessively deformed. The valve was retrieved into the esheath+ and the system was removed as a single unit without issues or resistance. A new esheath+ was placed, and this time a buddy (lunderquist) wire was used to better stretch the descending aorta, and the valve was successfully implanted. The patient was noted as to be in stable condition. As per preliminary evaluation of returned devices, the esheath+ liner was fully delaminated with the c-mark present but detached.

Manufacturer narrative:
The investigation is ongoing.